Event description:
It¿s reported that the surgeon noticed a small piece of metal and concluded that the small piece of metal came from the anchor-c bone screw. The surgeon placed in a new anchor-c bone screw.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The locking clip is confirmed to be fractured upon visual inspection. Half of the ring is still seated in the implant and the other half has completely detached. Conclusion: the established cause is general use error.

Event description:
It&#38112;reported that the surgeon noticed a small piece of metal and concluded that the small piece of metal came from the anchor-c bone screw. The surgeon placed in a new anchor-c bone screw.